Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display and a constant tone alarm due to corroded electronic assembly. There was also a corroded motor assembly noted during visual inspection. Analysis was unable to confirm button error alarm due to blank display. However, corroded keypad traces noted during visual inspection. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 280 mg/dl. The customer stated the insulin pump was exposed to water. He states there is water under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.